Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information has been obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory, however, the readings of 112 mg/dl and 109 mg/dl were not within the 10 minute timeframe.

Event description:
A customer reported receiving erratic readings on his freestyle lite blood glucose meter. The customer reported receiving readings of 79 mg/dl, 103 mg/dl, 84 mg/dl, 40 mg/dl, 112 mg/dl, and 109 mg/dl. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "b" zone showing the difference in values not to be clinically significant. The customer reported that on (B)(6) 2011 at 9:00 am he experienced symptoms of diaphoresis and dizziness followed by a seizure. No third-party emergent medical intervention was required. The customer reported self-treatment with orange juice. There was no report of death, permanent injury or mistreatment associated with this event.